Event description:
On (B)(6) 2012, the reporter contacted animas alleging that approximately 3 months ago the keypad up and down buttons were sticking , but then their responsiveness has recently improved. Now the keypad has torn and is off from just below contrast button to middle of ok button. The pump is worn exterior to the garment and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: all keys were tested and found to be responsive. The keypad was removed and contamination was found to be present under the up/down/contrast/ok key contacts. The keypad was found to be torn from the bottom of the contrast to the tip of the ok key. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.